Event description:
This case was reported by a lawyer and described the occurrence of zinc high in a (B)(6) female patient who received super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. In 1999, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced zinc high, copper low, and nerve injury. At the time of reporting, the outcome of the events was unknown. According to the legal complaint, the patient purchased and used denture adhesive products, primarily super poligrip. The patient commenced using super poligrip in 1999, after she had become denture dependent. The patient discontinued use of super poligrip in approximately 2009, after she was diagnosed to have excess zinc and resulting copper depletion attributable to super poligrip. Her zinc and copper levels have returned to normal after ceasing the use of super poligrip, but she suffered profound and permanent neurological and other injuries attributable to her super poligrip. These injuries have left the patient "unable to perform her normal, customary and daily activities, and in need of constant care and assistance." The patient attributed her injuries and "disabilities" to her use of super poligrip. Follow up information was received on (B)(6) 2010, via medical records. This case was upgraded to serious. On (B)(6) 2004, it was noted the patient had a fall at home and fractured her right wrist. The patient had a closed reduction and external fixator application of right distal radius fracture. On (B)(6) 2008, a computer tomography (CT) of the head showed no acute intracranial abnormalities. The patient was hospitalized from (B)(6) 2008. Diagnoses included confusion and encephalopathy, resolved, likely related to hypothyroidism: hypothyroidism on replacement medication; bilateral carotid stenoses (no surgical intervention at this point); and peripheral neuropathy. The patient had numbness and tingling, forelimb jerking with her spells, and a diminished level of consciousness. A bilateral carotid duplex showed moderate extracranial carotid artery disease with the worse stenosis in the range of 50 to 79 percent bilaterally. The patient was placed on neurontin for treatment of peripheral neuropathy. Six months ago (in approximately (B)(6) 2008), the patient started having tingling and numbness in the upper and lower extremities with leg swelling. On (B)(6) 2009, the patient was seen in consultation for evaluation of numbness. The patient reported about a year ago (around (B)(6) 2008) she started having abnormal sensations involving the hands. This gradually progressed up the arms and then the feet became involved by (B)(6) 2008. There had been progression up the legs as well. The patient reported tingling in her hands, feet sensitive to the touch of sheets, weakness in knees, and balance difficulties when walking. The patient has had extensive resting and was seen by another neurologist in (B)(6) 2008. Magnetic resonance imaging (MRI) of the cervical spine on (B)(6) 2008 showed mild central and neuroforaminal stenoses at c5/6. Nerve condition testing of the upper extremities on (B)(6) 2008 was normal. Neurological exam was suggestive of large fiber sensory loss in the distal lower extremities, as well as mild ataxia. The source of the paraesthesias remained unclear, but the possibility of a peripheral neuropathic process was raised. On (B)(6) 2009, the patient's copper level was 0.23 (normal 0.53 to 0.77 mg/l) and zinc level was 206 (normal 60 to 130 mcg/dl). In (B)(6) 2009, the patient admitted to using denture cream/adhesives that contained zinc. The patient had subsequently stopped using zinc containing products and her symptoms were improved with copper supplementation. On (B)(6) 2009, the patient's copper level was 0.46 and zinc level was 186. On (B)(6) 2009, the patient states his hands and feet felt like they were finally waking up. The patient was on copper supplementation. On (B)(6) 2009, the patient's copper level was 0.63. On (B)(6) 2009, the patient's zinc level was 119. On (B)(6) 2009, the zinc level was 85.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product or lot number for this product was available. (B)(4).